Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited a significant drop in intrinsic amplitude. It was noted that pace impedance measurements also dropped 100 ohms since implant. Technical services (ts) recommended further evaluation in the clinic as this could have been indicative of a lead dislodgement or perforation. This rv lead was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has not been returned for analysis. Additional information was received that this rv lead had a drop in sensing and was explanted and replaced. Ultimately, a 59cm lead was implanted successfully. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has not been returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited a significant drop in intrinsic amplitude. It was noted that pace impedance measurements also dropped 100 ohms since implant. Technical services (ts) recommended further evaluation in the clinic as this could have been indicative of a lead dislodgement or perforation. This rv lead was subsequently explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has not been returned for analysis.